Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 10. Details of surgery: primary stability not achieved and ridge augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding and fistula. No further patient complications were reported.